Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 24oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure; inaccurate and unable to calibrate. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02nov2018. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue and attempted to calibrated the existing touchscreen but the unit would not calibrate the bottom third of the screen. The manufacturer¿s field service engineer (fse) replaced the touchscreen, calibrated verified operation and performed pa (performance assessment).

Manufacturer narrative:
Date rec¿d by MFR: 10jan2019. The customer returned the user interface touchscreen assembly to philips for failure analysis. Testing was performed, and it was concluded that the customer complaint of ¿touchscreen failure¿ was confirmed. The touchscreen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.